Event description:
It was reported to philips that the system would not power on. The device was inside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited onsite and confirmed the reported problem. Upon troubleshooting, fse found the power supply is defective. To resolve the issue, the fse replaced the power supply and the system return for part analysis and it found that the power supply was failed due to which the unit was not powering up. After replacing the power supply, the system was returned to use in good working order. The codes were updated based on the investigation outcome.